Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report final arm angle (efaa) could not be established ((B)(4)) it was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) ((B)(4)) was advanced to the mitral valve. Clip deployment was started; however, final arm angle (efaa) could not be established; the clip opened slightly, and mr was visible again. The clip was not implanted and was removed. Another clip ((B)(4)) was advanced, again final arm angle (efaa) could not be established; the clip opened slightly. After some troubleshooting the decision was made to not implant the clip and the cds was removed. Two xtr clips were implanted without issue, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The device was returned and during device testing, the clip remained locked at 20° and held establish final arm angle (efaa); hence, the reported issues could not be confirmed. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during use versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issue could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.